Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one MRI implantable port, one hickman radiopaque silicone single lumen catheter, one flushing connector, one syringe, one tunneler, one winged infusion set, one catheter lock, one "j" tip guidewire, one introducer needle, and one introducer peel-apart sheath with vessel dilator were returned for evaluation. Gross visual, tactile and microscopic visual evaluations were performed. Although the sample was returned for evaluation, one electronic photo was provided for review. The investigation is confirmed for the reported connector broken issue and the identified material separation issue, as the port stem was observed to be broken and the edge of the port stem break surface was observed to be jagged and granular. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 06/2024). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during preparation of a port placement procedure, the connector allegedly broken. It was further reported that another device was used to complete the procedure. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 06/2024).

Event description:
It was reported that during the preparation of the port placement procedure, the connector allegedly broken. It was further reported that another device was used to complete the procedure. There was no patient contact.